Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-may-2026, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion's needle would not engage with scorpion. After several tries, doctor decided to close up. Noticed during a case with no patient effect but procedure aborted. After further examination, a nitinol needle was passed through the shaft, and the tip of a needle was stuck in the knee scorpion.